Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between march 18-19, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
These events occurred on (B)(6) 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors overinfused during infusion. Both devices infused over 12 - 14 hours rather than the expected 23 - 24 hours. The devices were filled with flucloxacillin 8g. There was no report of patient injury or medical intervention associated with this event. No additional information is available.